Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 03/02/2015 with the following findings: the complaint could not be duplicated or confirmed during investigation. Review of the pump¿s black box data revealed no related alarms or issues. The pump successfully completed a prime sequence without issue or alarm. No damage or defect was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging intermittent and incorrect alarms with a battery life issue. No additional information was provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.